Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. The back light functioned properly and no unexpected led anomaly noted. Device was received with stained end cap sticker, minor scratched lcd window and stained address number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump the display has discoloration. The customer stated experiencing high and low blood glucose, the issue began on (B)(6) 2017 low blood glucose 52 mg/dl treated with juice and high blood glucose of 442 mg/dl treated by the insulin pump. The discoloration began with the smell of insulin. The customer¿s current blood glucose 439 mg/dl. Troubleshooting was performed and discovered the basal rates were programmed incorrectly, customer stated 1.55 current setting should be 1.45. The insulin pump passed self-test and displacement test. The drive support cap appears normal. No air bubbles or leaks were observed. The customer was advised the insulin pump was functioning as it should be however, due to blood glucose concerns the insulin pump was replaced. The customer was advised to contact health care professional and revert to the back-up plan. The insulin pump will be returned for analysis.